Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the small ring came out of the trocar and fell into the patient. The ring was retrieved from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Furthermore, the device was disassembled. Upon disassembling the seals were in good conditions with no pieces missing. A returned black plastic part could not be confirmed to be a part of the device. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.